Event description:
It was reported by the customer that a bd pyxis¿ medbank tower experienced a malfunction in which the keyboard failed to respond during the medication retrieval process.this hindered users from accessing the medication, and there was no delay or harm.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. It was reported that the station¿s keyboard had failed to function. The technical support specialist (tss) assisted the customers in resolving the issue by guiding them through unplugging and reconnecting the keyboard cable to the all-in-one (aio) computer. The system functioned as intended after the customer completed the troubleshooting steps assisted by a technical support specialist.